Event description:
A journal article was reviewed which reported that the following complications were seen: there were two (2) patients with catheter- induced mechanical block, four (4) patients developed transient atrial ventricular block (avb), and one (1) patient had catheter-induced right bundle brand block (rbbb). No permanent complications were observed.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Referenced article: swissa, m., birk, e., et al. Cryotherapy ablation of parahisian accessory pathways in children. Heart rhythm. 2015. May, 12:5, pages 917-925. (B)(4).